Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak issue. There was no patient involvement reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the helium tubing assy, and 300 psi check valve. The fse also stated that the muffler and front end board which were replaced, were damaged during repair and are not related to the complaint. The unit passed all functional and safety tests to factory specifications and was cleared for clinical use.